Event description:
It was reported that during a stenting treatment procedure, a stent was partially deployed. The de novo target lesion was located in the internal carotid artery (ica). A "6.0-22warotid" wallstent mr was selected for use and after the device was flushed outside of the patient's anatomy, the stent partially deployed. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the stent was partially deployed by 5 mm. During analysis, it was possible to retract the outer sheath and deploy the stent without any issue. No issues were noted with the profile of the deployed stent or the inner shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent was partially deployed. The de novo target lesion was located in the internal carotid artery (ica). A 6.0-22warotid wallstent mr was selected for use and after the device was flushed outside of the patient's anatomy, the stent partially deployed. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
(B)(4).